Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.